Event description:
It was reported that the pump's alarm sound was not annunciating. There was no adverse effect to customer's blood glucose level. Customer continued to use the pump for insulin therapy.